Manufacturer narrative:
This report is submitted on december 18, 2019.

Event description:
Per the clinic, the patient experienced loss of osseointegration of the implant. It is unknown if the patient has been re-implanted with another device.